Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify black spots on the fiber. Analysis confirmed that the fiber was in one piece and the tip of the fiber was degraded. During functional testing, the aiming beam exiting the fiber tip was round and dim. In addition, it was observed that distorted light was exiting the fiber connector component face, indicative of an internal fracture within the connector. A fracture within the connector component can occur during procedural handling of the fiber. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The device instructions for use instruct the user, "hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement." Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after first use, black spots were found on the fiber. The procedure was completed with another device. There were no patient complications. The fiber was returned, and analysis identified a fracture within the connector; therefore, reportability criteria is met based on this finding.